Event description:
The lay user/reporter called lifescan (lfs) in 2006, a alleged that the patient's meter was missing segments and the "c" and "m" buttons were not working. The medical affairs mailed a letter a week after, since the user could not be reached by telephone for further clarification. The last time that the patient was able to test on the meter was february 2006. The reporter stated that the patient had to go to the hospital a few times either driven by family or by ambulance. The paramedics gave him glucose, however, it is not known on how many occasions this occurred. It would have been helpful to know the date of the event, the patient's medication regimen, if his medications were adjusted, and what the blood glcuose results were on the paramedic and hospital meter. The reporter stated that after changing the battery on the meter, the time would appear on the display, but the c and m buttons were not responding. It was also reported that the segments were missing. It appears that neither issue ws resolved with troubleshooting. This complaint is being reported because the had difficulty using the glucose meter and was reportedly hypoglycemic on several occasions requiring medical intervention. A replacement meter has been sent.